Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately high and erratic. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011. The patient reported blood glucose results of "450, 220 and/ or 320 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient stated he manages his diabetes with an insulin pump. The patient confirmed he administered insulin (type/ amount not specified) based on the alleged "450 mg/dl" blood glucose result. At an unspecified time after that, the patient claimed he felt low blood glucose symptoms of "shaky, felt like passing out and anxiety." The patient did not specify any treatment. That same day (time not specified), the patient obtained a blood glucose result of "150 mg/dl" with another device. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have any control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate blood glucose results on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k073231.